Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This observation represents an unusual occurrence. Based on this report, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all acusnares are subjected to a visual and functional inspection to ensure device integrity. The functional inspection includes extending the handle to ensure smooth extension of the snare. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a polypectomy procedure, the physician used a cook endoscopy acusnare. When the snare was introduced into the patient, the snare twisted and formed a sharp tip which caused abrasion and bleeding. The physician removed the snare and completed the procedure with a new snare. The status of the patient is fine. Several attempts were made in an attempt to collect add'l info regarding patient impact and product usage. The user facility declined to provide any further information.